Event description:
Boston scientific received information that this patient contacted patient support and technical services in 2008 to report that this device and lead system had been explanted four days prior, due to infection.